Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1410703) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2014. Access was obtained at the left femoral artery. The vessel size was noted to be 5 mm. Following the procedure, the physician who is training to the aci device, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that the device was deployed "perfectly" by the physician. Immediately after removal of the device, the groin began to swell with constant oozing. The hematoma grew to 5 cm. Manual pressure was applied to the groin for an additional hour.